Event description:
It was reported that the patient was having the spinal cord stimulator (scs) device explanted the day of the report. The manufacturer representative did not know why the healthcare provider (hcp) was explanting the scs system. It was asked what capping the lead meant. It was unknown if it was the lead or extension that the hcp wanted to cap off. According to the patient, there was not a 50% or greater symptom reduction. That was the reason for the explant. The implantable neurostimulator (ins), leads, and anchors were the components involved with the issue and were explanted. It was unknown what the cause of the event was. The patient had the components explanted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the leads were completely explanted. The components involved in the reported event were the implantable neurostimulator (ins) and the lead. The patient had the device placed outside of the institution. The patient had a peripheral nerve stimulator (pns) and had two batteries in the abdomen which was quite uncomfortable. The event cause was determined and not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8590-9, lot# n282941, implanted: (B)(6) 2011, product type: accessory; product ID 8590-9, lot# n282941, implanted: (B)(6) 2011, product type: accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the cause of ins malfunction in 2014 was not determined. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8590-9, lot# n282941, implanted: (B)(6) 2011, product type: accessory. Product ID 8590-9, lot# n282941, implanted: (B)(6) 2011, product type: accessory. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) noting that on (B)(6) 2014 the scs generator and leads were removed due to a malfunctioning stimulator. With fluoroscopy it was determined that one of the leads was not anchored but the other one was. It was noted that the surgery went well, after removal the leads were inspected and noted to be fully intact, and the patient was taken to recovery in a stable condition.